Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis. Per the pdrn, causality was attributed to the patient utilizing a ¿bar¿ of soap instead of a liquid (specifics not provided), and a recent fall (specifics not provided) which caused trauma to the peritoneum (specifics not provided). Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the event, as there is no indication or objective evidence a liberty select cycler or liberty cycler set product deficiency or malfunction caused or contributed to the serious adverse events. Moreover, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Initially the patient alleged that the cause of the peritonitis was because they did not receive their supplies. Upon follow up with the pd registered nurse (pdrn) it was clarified that the supplies shipment was not the cause. The pdrn clarified that the cause of the peritonitis was due to a fall the patient took which resulted in trauma to the peritoneum. The pdrn indicated that the patient had been using a bar of soap instead of liquid but did not provide specifics on how that was related. The pdrn specified that the peritonitis was not in any way related to pd therapy nor the use of any fresenius device, drug, or product.